Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting high pacing impedance measurements greater than 2,000 ohms. The typical range of pacing impedance for this lead have been 1,500 to 1,800 ohms. Pacing threshold measurements at the last device follow-up had been 0.7 volts at 0.4 ms. There was no evidence of any inappropriate episodes or noise. A boston scientific technical services consultant recommended bringing the patient in for further evaluation of the lead. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available this report will be updated.

Manufacturer narrative:
Additional information received indicated the patient planned to come into the clinic in the near future. The lead impedance has been a gradual increase over time. There were no plans for additional intervention and the patient planned to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.